Manufacturer narrative:
Related to operational context-difficult vessel may have contributed to operational context. Evaluation conclusion: inherent risk of procedure-dissection. Operational context caused or contributed to the event-difficult vessel may have contributed to operational context. (B)(4).

Event description:
A short pro-water wire was used to cross the lesion. The lesion in the lad which exhibited 90% stenosis was pre-dilated using a 2 x 15 mm sprinter balloon at 9 atmospheres. A non -medtronic stent was deployed at the lesion at 8 atmospheres. The stent was post-dilated using a 2 x 15 mm sprinter balloon. At this time, a dissection was noted at the distal edge of the stent, which was non-flow-limiting. The physician was not able to deliver a second stent through the newly deployed stent. Final angiogram shows timi-iii flow, stable dissection, residual 0% stenosis.